Event description:
It was reported that the cassette not properly attached. The event happened during testing.

Manufacturer narrative:
One device was returned for investigation. It was reported that cassette not properly attached, found dso sensor to be defective. Replaced dso sensor. Upon further investigation, found uso seal delaminated, lcd lens nicked. Replaced uso seal and lcd lens. Performed dso/uso sensor calibration. Performed pvt, unit pass all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported lot number.